Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a ventricular assist device (vad) implant experienced altered mental status, concern for embolic stroke, upper extremity weakness, expressive aphasia, and neurological dysfunction. The patient had been off anticoagulation since early (B)(6) 2025 due to a significant gastrointestinal bleed, which required multiple endoscopic procedures and 11 units of blood transfusion. The anticoagulation status was subtherapeutic at the time of the event. Diagnostic tests conducted included computed tomography of the brain/head and a computed tomography angiogram. No specific treatment or intervention was specified for the adverse event. The vad remains in use. The patient is alive with injury. It was unknown if there were any patient complications as a result of the event.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation as it remains implanted. This complaint is associated with a clinical adverse event. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing issue. Log file analysis did not reveal any anomalies associated with the pump within the analyzed period. Based on the limited information available, the device may have caused or contributed to the reported event. Per the instructions for use, neurological dysfunction and gi bleeding are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of neurological dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.